Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method insulin therapy.